Event description:
Boston scientific received info that the field rep was unable to interrogate this subcutaneous implantable cardioverter defibrillator (s-ICD). Despite multiple troubleshooting efforts with boston scientific technical services (ts), the rep was still unable to interrogate the device. The field rep eventually swiped a magnet over the device and was able to successfully interrogate the device and complete the device follow-up. No further issues and no adverse events were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.